Event description:
It was reported to philips that the system was not booting up, it was stuck at 00:00. The device was outside use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The system was rebooted multiple times, but the issue persisted. The philips field service engineer (fse) visited onsite and upon functional testing, the fse checked the logfile and found host and ippc os drive failures. The fse performed 3 reboots after which the system was boot up properly. The fse checked all the pcs via diagnostic tool and all the pcs passed the test. After this the fse updated and enabled the mcafee and performed the disc clean up and disc defragment, which resolves the issue. After necessary configuration and multiple reboots, the system was returned to use in good working order. The codes were updated based on the investigation outcome.